Event description:
During a laparoscopic cholecystectomy procedure. The clips would not release from the jaws. The surgeon used another device to complete the procedure. The hosp reported no pt injury occurred.